Manufacturer narrative:
Batch review performed on 23 october 2018. Lot 176732: (B)(4) items manufactured and released on 20 february 2018. Expiration date: 2023-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 175422: (B)(4) items manufactured and released on 05 march 2018. Expiration date: 2023-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 180668: (B)(4) items manufactured and released on 29 may 2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection 1 month after primary. The pathogen is unknown. The surgeon revised the stem, head and liner successfully.